Event description:
It was reported that the customer's blood glucose levels were in the 80-180 mg/dl range, and his sensor glucose levels were reading in the 40s and 50s mg/dl range. The customer stated he had had bent sensor cannulas in the past. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.